Manufacturer narrative:
The investigation into the delivery issues and the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the delivery issue was due to patient condition related with patient having stenosis at innominate artery and the root cause of the vascular damage issue was most likely use related due to j-wire advancement through stenosis causing dissection.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was to be escalated to an impella 5.5 device. During implant of the 5.5, the patient experienced a dissection of the ascending aorta. There was a noted change in transesophageal echocardiography. The implant was aborted, patient was emergently placed on bypass. A coronary artery bypass grafting and endarterectomy was performed.